Event description:
It was reported that the patient's right ventricular (rv) lead exhibited a failure to capture and r-wave amplitude variation. The rv lead was explanted and successfully replaced. The patient was stable.